Event description:
It was reported that after successful deployment of ts, when the surgeon pulled the suture, the knot was not tied but the suture was pulled out from the meniscus without any resistance. Ts were remained in the patient. There was no significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 reversed curved needle delivery system inserter and a 13 inch length of suture were returned for evaluation. Visual assessment of the inserter shows the needle is dramatically bent on two planes. Examination of the suture showed it has been cut clean and its length is consistent with a successfully used device, no abnormalities were noted. The device could not be functionally tested due to the degree of bend in the needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error may have been a contributing factor of this event.